Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 1 year and 3 months. The pump remains in use supporting the patient. No further related events have been reported. A correlation between the device and the reported gi bleeding could not be conclusively determined. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted to the hospital due to a small bowel gi bleed. The patient hemoglobin was 7.7 and inr was 1.8. Upper and lower gi tests were performed, and showed evidence of a small bowel bleed. The patient was transfused with 2 units of packed red blood cells. On (B)(6) 2015, the patient was discharged.